Manufacturer narrative:
A kink was found on the soft cannula. Fluid path test was performed, and fluid was able to exit the distal tip of the soft cannula despite the kink being present. No timeouts or drive stalls were noted in the downloaded data. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels read "high" >27.8 mmol/l (>500 mg/dl) while wearing the pod longer than 48 hours on the abdomen. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia by advise from the health care provider (hcp).